Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Evaluation findings: loop misalignment, melted plastic insulation, residue and burnt prong. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that parts of the device broke off in the patient's body during the procedure. The surgeon was able to retrieve all pieces and no patient harm is reported.